Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after waking, observed that the ilet was delivering insulin, and noted that the infusion set had been changed the prior day, with a brief connector disconnection that was reattached within minutes; counseling was provided on potential site absorption issues and consideration of site change, though subsequent improvement in glucose reduced the need to replace the set. Symptoms included hyperglycemia and small ketones without reported illness or hospitalization. Outcomes included self-monitoring, hydration, and continued observation with glucose decreasing from the high 200s to the mid 100s. Investigation included review of device use, infusion set status, and user education on site integrity and absorption, along with confirmation of concurrent long-acting insulin therapy under clinician oversight. Investigation of this case revealed no device malfunction confirmed, with unclear cause of hyperglycemia and possible contribution from infusion site or brief connector disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.